Event description:
It was reported that a patient presented for lead revision. The left ventricular (lv) lead had increased capture threshold and pacing impedance decreased. On (B)(6) 2025, the physician elected to cap and replace the lv lead. The patient was discharged following the procedure.